Manufacturer narrative:
Without the return of the product, no definitive conclusion can be made regarding the clinical observation. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that 10 years 3 months post implant of this aortic bioprosthetic valve, the device was replaced valve-in-valve with a transcatheter aortic valve. The reason for replacement was not reported. No additional adverse patient effects were reported.

Manufacturer narrative:
Medtronic received additional information that this aortic bioprosthetic valve exhibited increased gradients. It was noted that the leaflets appeared thickened with restricted motion. Subsequently the patient underwent a valve-in-valve procedure with a transcatheter aortic valve. No additional adverse patient effects were reported updated with weight.